Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed pre-fill test to the reservoirs and transfer guard, and no air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of air bubbles anomaly. The customer's blood glucose reading was 70-80 mg/dl. The customer stated that he filled the reservoir and could not get the air bubbles out. The reservoir was returned for analysis.